Manufacturer narrative:
Visual and functional analysis was performed on the returned device. The reported needle to cuff miss was not confirmed. However, malposition of the suture was observed. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported issues appear to be related to circumstances of the procedure. The reported difficulty appear to be related to an interaction of the device with patient anatomy or friable femoral vessel due to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional device referenced in b5 is being filed under a separate medwatch report.

Event description:
It was reported that this was a bilateral venotomy closure of the common femoral vein using the pre-close technique prior to an interventional watchmen procedure. Reportedly, a cuff miss [suture retrieval issue] occurred with all six prostyle devices. The sutures of two new prostyle devices were successfully pre-placed at both access sites. The sheath was upsized to 13f, and the procedure was completed. Hemostasis was achieved with the pre-placed prostyle devices. There were no reported adverse patient effects and no reported clinically significant delay in the procedure or therapy. No additional information was provided. The returned device analysis of two devices observed the loop remained in the suture bearing.